Event description:
It was reported that the atrial lead was dislodged. Impedance was previously within normal limits but has been increasing and is now high. It was noted that the lead is used for sensing only, and pacing outputs have been programmed at subthreshold values to not capture during pacing. It is not known if the lead is not capturing or has high capture thresholds. Provocative testing was negative for noise oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.